Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient attended the clinic in (B)(6) 2016 less than six months remaining was noted when it comes to this device battery. A three month review was missed and when the patient presented to the hospital due to pacemaker syndrome it was noted that the device had reached end of life (eol). The device was explanted and will not be returned. No additional adverse patient effects were reported.